Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers.

Event description:
It was reported that an unspecified failure occurred with five prostyle devices relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: a3a ¿ sex: updated from ni to male. A5 ¿ ethnicity: updated from ni to not hispanic/latino. A6 ¿ race: updated from ni to white. H6 - medical device problem code: code 3190 was removed and code 1142 was added.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 10f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with five prostyle devices. The aaa procedure was completed. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.